Event description:
The MFR received info alleging a ventilator alarmed and shutdown while in use. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's sys pca was replaced to address the issue.